Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify what is meant by "when it was opened the reload came out." The reload was not in original position. Was the device removed from the patient before the reload came out? Yes. Did any part of the reload fall in to the patient? No. Was there any difficulty opening the device? Yes, instrument could not be opened as usual. How was the device opened? After pressing the reverse button and the manual release lever.

Event description:
Device fired immediately after red lever had been turned. After 2/3 of the line the device jammed. When it was opened the reload came out. Surgery was completed with same like product. No harm to patient.

Manufacturer narrative:
(B)(4). Batch # r5767p: device evaluation: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.